Event description:
On (B)(6) 2014, it was reported that the headset on the patient's infusion set became disconnected from the infusion tubing on three occasions. The patient experienced diabetic ketoacidosis and hyperglycemia. She spent the day in the hospital being observed and treated with a serum and insulin. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).